Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 500 mcg/ml at 99.94 mcg/day via an implanted pump for intractable spasticity. An empty pump was reported, and it was noted the family was not aware that they had to bring the patient in for refills. The refill appointment was never scheduled. It was noted therapy was not intentionally discontinued. The reporter would follow-up with the hcp to determine if they were going to fill the pump. The patient did not have withdrawal symptoms and non-reservoir drugs included oral baclofen 20mg three times a day. It was noted the patient was low functioning and they may not be having withdrawal because they were taking oral medications. It was reported the event date was (B)(6) 2018; however, the low reservoir alarm occurred on (B)(6) 2018. No further complications were reported/anticipated or expected.